Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a striped image. The event occurred during an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Additional information: d8, d9, h2, h3, h6, h11 corrected field- b3, b5, e1(phone number) the device was returned to an olympus repair facility for inspection and the reported failure was confirmed. Additional reportable findings are, r-unit was broken and video cable is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore stripes in image occur and the video cable is broken and therefore stripes in image occur. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid video scope had a striped image. The event occurred during a therapeutic gastric bypass surgery. The intended procedure was completed using similar device. There was no report of patient harm.